Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
Upon insertion of the glenosphere, the threaded tip of the inserter broke off in the glenosphere, and could not be retrieved. The tip broke when the surgeon tried to unscrew the inserter from the glenosphere after it had already been impacted on to the baseplate. Due to the nature of the failure, the tip was lodged in the jack-screw hole of the glenosphere, preventing removal and replacement. The surgeon felt that because the tip was flush or slightly recessed within the glenosphere, it would not cause post-op complications. There was no surgical delay as a result. Rep reported that x-rays, medical records, and further information are not available due to hospital policy.

Manufacturer narrative:
The reported event that glenosphere holder/impa ctor was alleged of 'instruments - broken, deformed, worn or scratched' could be confirmed. Based on investigation, the root cause was attributed to be user related. The micro-fractographic examination showed only properties of forced rupture. A mechanical overload can occur, if the external load was too high or if the material was too weak. However, metallographic investigations and hardness tests indicate that the material fulfills the specifications. Therefore, an external overload is the most probable cause of the fracture. The conclusion of the report of the swiss safety center, to which the device of this investigation was sent for deeper analysis states: "all the fracture surfaces exhibited a thoroughly ductile fracture behavioural pattern, pointing to an excessive stress occurrence. The level fracture surfaces on holders no. 1410351 and 1703916 point to the presence of bending stress at the moment the fracture occurred. The metallographic examination of the microstructure of all the holders revealed no anomalies. The mechanical properties were met as regards hardness. A material defect can therefore be ruled out. If the holders are to withstand greater stresses, consideration should be given to modifying their design or to choosing a different material." A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Upon insertion of the glenosphere, the threaded tip of the inserter broke off in the glenosphere, and could not be retrieved. The tip broke when the surgeon tried to unscrew the inserter from the glenosphere after it had already been impacted on to the baseplate. Due to the nature of the failure, the tip was lodged in the jack-screw hole of the glenosphere, preventing removal and replacement. The surgeon felt that because the tip was flush or slightly recessed within the glenosphere, it would not cause post-op complications. There was no surgical delay as a result. Rep reported that x-rays, medical records, and further information are not available due to hospital policy.